Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter's phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that "suspected corrosive" foreign matter was found on a bd ultra-fine¿ ii short needle insulin syringe 3/10 cc 30 g x 8 mm (5/16 in) prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: (B)(4) photo investigation - customer returned a photo of (2) syringes. Customer states that the cannula is suspected to be corrosive. The photo was examined and exhibited dark material on the surface of the cannula. It is difficult to determine the identity of the dark material from the photo. DHR - a review of the device history record could not be performed as a lot number was not provided for this incident. Investigation conclusion: based on the samples / photo(s) received the investigation concluded confirmed. Bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Root cause: manufacturing process. (B)(4) (manufacturing plant) investigation initial evaluation - photograph only: on 13dec2017, a "photo only" evaluation of complaint (B)(4) was performed. The photo attached depicted two separate syringes, highlighting the cannula specifically. Along the exterior surface of each cannula, there appears to be a marking or notch, although the depth of these observed attributes is unable to be determined from the photograph. The record states that samples will be sent; a sample investigation will be conducted at such time that these are available. At this time, the (B)(4) plant is unable to confirm the defect listed in this record to be a manufacturing related issue. Without a sample, an absolute root cause for this incident cannot be determined.